Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 577 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with intravenous drip at hospital. The customer was treated by bolus using insulin pump. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.